Event description:
It was reported that the ventricular assist device (vad) patient has a small skin opening in the middle of the sternum with the presence of blood-mixed pus.  The patient had labs drawn and the c-reactive protein (crp) was found to be elevated though now decreasing.  The patient is also positive for bacteremia. A contrast scan was done and revealed soft tissue filling along the left ventricle of the heart, the hvad driveline and behind the sternum on the left side.  There are some consolidated areas primarily with a subpleural distribution at the base of the left lung.  These findings are interpreted as signs of infection.  The patient is on antibiotic therapy and is being followed on a weekly basis by a physician and also a home care nurse is attending to the wound care needs on a daily basis.  Of note, log file data was reviewed and a low flow alarm was revealed.  The patient is in subgroup 3 which includes a higher risk of pump delay or failure to restart.  The vad remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. The reported low flow event was confirmed via log file analysis, which revealed one (1) low flow alarm logged on (B)(6) 2024. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.